Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. The eval is in process. A follow-up report will be submitted when the eval has been completed.

Event description:
The distributor reported that a hole was identified in the pouch of the kit during their initial inspection of received product. The device was not sent to a user facility.